Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received large differences between sensor and blood glucose readings. Blood glucose level at the time of the call was 200 mg/dl. During troubleshooting, the customer reported that an overdelivery of insulin was listed in the device's history. The customer's blood glucose was 137 mg/dl at the time of incident. The customer also had low blood glucose of 66 mg/dl and 80 mg/dl, which was treated with juice. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.